Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted (B)(6) 2014; 5076-45 lead, implanted (B)(6) 2007. The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated impedance value and was suspected to have fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.